Manufacturer narrative:
Alma service technician evaluated the device for calibration and performance of laser and accessories. The hybrid unit and relevant accessories were determined to be operating properly within their specifications. No failure was detected. The investigation carried out did not conclude that a design deficiency or device malfunctioning was responsible for causing the event. Rather, there was a human factors issue, where a failure to appropriately use the device, contributed to the event. Alma reported this event out of an abundance of caution. The report was submitted on 2.3.23 in the test mode, and on 16.7.23 it was resubmitted in the production mode.

Event description:
It was reported about a burn of an upper lip after 1570nm hybrid treatment.